Event description:
The patient presented in clinic following inappropriate defibrillation therapy. The inappropriate therapy was due to lead dislodgment resulting in incorrect detection of atrial fibrillation as ventricular fibrillation. A lead revision was scheduled, but the helix of the lead was unable to be repositioned. Therefore, the lead was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events were lead dislodgement and high lead impedance. As received, a complete lead was returned in one piece with the helix partially extended. The helix could not be extended due to the helix being clogged with dried blood. While cleaning, the helix was damaged during analysis. Despite helix damage, the helix was able to extend and retract when torque was applied directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of high lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead.